Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had experienced multiple low blood glucose levels. The customer's blood glucose value was 35 mg/dl. The customer treated his low blood glucose with juice. The customer also had a low blood glucose value of 45 mg/dl and a sensor glucose reading of 85 mg/dl. The customer was at work and did not realize his low blood glucose until he was about to eat lunch. The customer's sensor did not immediately alert him of the low blood glucose. The customer drank juice to treat his low blood glucose. The customer declined troubleshooting for the low blood glucose. The customer will not return the device for analysis.